Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the ECG waveform and parameters did not match, and the balloon waveform and anti-beat ratio did not match. They returned to normal after restart and no personal injury was caused.